Event description:
Edwards received notification of an evoque in tricuspid position where the tte (transthoracic echo) the following day after procedure, showed the septal side of the valve was in the ventricle. The patient had less than 1% annular oversizing. As per medical opinion, the perceived root cause of the event was slight septal rocking after valve release and low annular over sizing. The clinical specialists were made aware that the valve had shifted ventricularly on the septal side on follow up tte (transthoracic echo). The site proceeded with a conversion to surgery on post-operative day 3 to remove the embolized evoque 52mm valve. The patient has passed, but the exact date is not established. After connecting with the physician, it appears this patient expired as a result of an intracranial bleed. Upon internal imaging review, there was moderate tricuspid regurgitation noted as well.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition- valve embolizes into ventricle and regurgitation was confirmed with objective evidence. The reported valve malposition and regurgitation event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and no manufacturing non-conformities were identified from the imaging evaluation. Furthermore, based on the DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests that contributing factors for this event are procedural factors (limited device maneuvers), patient factors (minimal annular oversizing, prominent eustachian ridge), and imaging factors (device shadowing, difficulty visualizing anchors).